Event description:
It was reported to boston scientific corporation on may 3, 2007 that during the placement of a one step button kit in a female patient, the peg "broke into two separate pieces" and the "patient had air in the belly due to the procedure". As the catheter was being pulled through the stoma site, it ripped and broke into two separate pieces. The physician was able to complete the procedure successfully with this device. The patient developed peritonitis due to the "air in the belly" and had an "extended stay in the hospital for a couple [of] days". The patient's condition was reported as "fine."

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. Results of the device evaluation, device history record review, product family complaint trend review will be provided in a follow-up medwatch report.